Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight was received.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: 97755 recharger rtm - s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device (pt was not sure if they could see the numbers well and said they had double vision and eyes were blurry). The reason for call was the implant would not recharge. Pt reported the recharger gets real hot and it burns the skin. It gets hot right where the cord meets the paddle. Every time pt uses it, it was so hot, pt had to take the recharger off because it was burning their skin. Asked if it left any marks. Pt said the skin was red and mentioned they took the recharger off as soon as it started burning. The issue started last week. An email was sent to repair to replace the recharger. Pt also mentioned they were stuck in their house and could not walk. Pt wanted fedex to leave the package by the side door otherwis e pt would need to call 911 to help bring the package in. Pt mentioned no hcp wanted to deal with them because anything that could be done had been done. Pt got 3 fingers on the right hand and 2 on the left hand that are pins and needles so pt knew there was another disc on their neck that had to come out but nobody wants to see them.